Manufacturer narrative:
Product analysis: no product specimen has been returned at this time. Conclusion: attempts to gather additional information and request product return have been made; however, these attempts have been u nsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 9 months post implant of this mitral annuloplasty ring, the device was explanted and replaced with a mitral bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.